Event description:
It was reported that during an implant attempt procedure, the right ventricular (rv) lead was inserted through a 9f sheath. The physician was unable to get past the subclavicualar space with the lead inside the sheath. The lead was unable to pass any further through the sheath or in the body without a sheath in the high atrium. Upon removal of the lead from the body, the proximal svc coil was noted to be separated. Another right ventricular lead was used however; the lead was unable to cross the high right atrium superior vena cave (svc) junction. The lead was replaced with another rv lead which transversed the high right atrium. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. Evaluation summary: (B)(4) the full lead was returned and analyzed and the defib conductor was distorted. The lead was damaged at implant. Visual analysis noted the lead also passed with a 9fr safe sheath.